Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump is not delivering accurately. No adverse event reported. No product return requested.

Manufacturer narrative:
According to the device history the drive telescope blocked multiple times signaled by e6 and e10 error messages. Against user manual instructions, the customer continued to use the device, resulting in the customer not getting the correct amount of insulin. Although the safety system of the pump detected high friction (signaled by e6/e10 error messages), the alarm functions of the pump were tested with the diagnostic test system and meet the specification.